Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had insufficient negative pressure. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for low/no draw was observed. Additionally, (B)(4) retention samples from bd inventory were functionally tested for draw volume and tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low/no draw based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. (B)(6).